Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.5 cm abdominal aortic aneurysm in 1999. Vessel morphology at the time of implant is unk. The pt has co-morbidities of obesity, coronary artery disease, hypertension, diabetes melltus, asthma, kidney calculi, hyperlipidemia, and hyperthroidism. It was reported that the pt had a type ii endoleak resulting in aneurysm enlargement. It was reported that during removal of the device, there were two discrete lumbar back-bleeders, which seemed to be causing fresh back bleeding causing the type ii endoleak. It was reported that the stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and analysis has been completed. It is likely that a type ii endoleak, which persisted after coil embolization, resulted in continuing enlargement of the aneurysm.